Event description:
During a laparoscopic hysterectomy procedure, a grasping forceps broke off inside the pt. A month later, on 7/11/97, a second procedure was performed to retrieve the broken piece and it was found imbedded in the body and was unretrievable. Co was served with the summons on 2/11/1998, which was the first time co became aware of this incident.